Manufacturer narrative:
One implant was returned for evaluation the fractured screw was not returned for evaluation. Upon visual inspection of the implant, there was no evidence found of a screw fractured inside of the implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In this case, a specific torque value could not be determined without identification of the screw. A root cause for the reported event could not be determined, as the alleged fractured screw was not returned for inspection. Complaint is therefore non-verifiable.

Manufacturer narrative:
Unknown abutment screw. Implant received for eval on jul 14, 2017.

Event description:
The doctor indicated that the patient presented on (B)(6) 2017, with a fractured unknown abutment screw in tooth location #31. The implant (ifos410) had to be removed as a result of the abutment screw fracture.